Event description:
Newborn delivered 2/5/94 at 2340 via vaginal delivery. Apgar 8/9. Intubated several times for meconium. Pediatrician removed e-tube and noted that the shaft of tube was missing. Unsuccessful attempt to remove tube via forceps, laryngoscope. Location of e-tube by x-ray. E-tube removed by endoscopy and infant was discharged on 2/9/94 in good condition.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, user education provided. The device was destroyed/disposed of.